Event description:
It was reported that two of the graft cutters deformed during a left knee medial compartment arthroplasty. The surgeon was using the device to harvest bone for autograft. During the procedure, surgeon heard a crack and saw a femur fracture. The femur fracture was repaired. The case was delayed approximately one hour. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not yet been received. A follow up report will be submitted upon completion of the investigation.